Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during clinical use upon device start-up. The planned procedure had not begun and was moved to a different room. No patient harm was reported. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the hard disk bay had a defect. The fse bypassed the hard disk bay by connecting the disk tray directly to the motherboard. However, the flexvision pc also needed to be replaced to resolve the issue, but the customer refused to have the pc replaced. Resolution of the event was unknown despite multiple follow-up attempts. No further complaints were received from philips regarding this complaint. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not start up. There was no reported patient or user harm. Philips has started an investigation of this complaint.